Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. The tactra device was explanted and replaced. There were no patient complications reported.